Event description:
Customer reporting false positive sars result with a CT value of 28. Customer stated the sample was negative by another laboratory test. Symptomatic status of patient is unknown. Attempts were made to gather further information from the customer without success.

Manufacturer narrative:
Investigation summary: review of customer data shows that the sample in question generates a very weak amplification curve that crosses the positive threshold. It is possible that sample is a viral load near or at the limit of detection of the assay. Root cause: unable to determine, most likely sample is near the limit of detection (lod) of the assay. Source: phone.